Event description:
Patient had lagb system implanted in 2002 and experienced loss of restriction. The physician diagnosed leakage in the access port tubing. The access port was removed and replaced three weeks later.